Event description:
It was reported that the temperature sensing catheter was opened for use and it was observed that the plastic sleeve that protects the catheter was not fully covering the catheter, and the catheter has adhered to the plastic drainage tubing. When attempting to disconnect the catheter from the tubing, micro holes were created, causing both a texture and micro-holes in the catheter.

Manufacturer narrative:
The reported event was confirmed manufacturing related 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment visual evaluation of the returned sample noted one opened (without original packaging), used meter bag with a latex foley catheter. Visual inspection of the sample noted that the blue sleeve did not completely cover the latex catheter. This does not meet the specification "product must conform to drawing." There was also damage on both the inlet tubing and catheter that lines up as if they were stuck together and were pulled apart, forming microholes on the catheter. No excessive estane was found on the catheter or tubing. The product caused the reported failure. A potential root cause for this failure could be ¿operator error¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing catheter was opened for use and it was observed that the plastic sleeve that protects the catheter was not fully covering the catheter, and the catheter has adhered to the plastic drainage tubing. When attempting to disconnect the catheter from the tubing, micro holes were created, causing both a texture and micro-holes in the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing catheter was opened for use and it was observed that the plastic sleeve that protects the catheter was not fully covering the catheter, and the catheter has adhered to the plastic drainage tubing. When attempting to disconnect the catheter from the tubing, micro holes were created, causing both a texture and micro-holes in the catheter.